Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother took the patient to the doctor for pain in the stomach and x-rays were performed. The x-ray images showed two things on the skin surface. The patient's mother was not aware of any sensors with missing wires but thinks that it is possible that the x-ray image results may be the missing wires from the dexcom sensors. The date of intervention is unknown. It was indicated that the patient will have a follow-up appointment with the doctor. No additional patient or event information is available.